Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer experienced high blood glucose levels of 400 mg/dl. The customer also reported that the insulin pump experienced unexpected restart. The customer was able to clear the alarm and rewind the insulin pump. The alarm reoccurred after battery change. The insulin pump also received multiple external ram crc error alarms. Trouble shooting was not performed for high blood glucose levels. The product will return fro analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, no anomaly noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.